Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled pulse generator change out procedure, the physician used electrocautery and the dependent patient became asystolic; the device exhibited a loss of output. The procedure was completed successfully.